Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rainbow effect and in the sun-effects visibility. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that the insulin pump rejects new batteries. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement, self test, current test and passed the delivery accuracy test at 0.08750 inches noted. No missing segment or partial display anomaly and no failed battery test alarm during test. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.